Event description:
Customer returned the device for evaluation and repair of an issue with the aspiration system occurring during reprocessing. The procedure previous to this reprocessing had no problems. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is foreign material stuck near the biopsy channel mouthpiece (ks-mouthpiece). This medwatch is being submitted for foreign material found stuck near the ks-mouthpiece as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is foreign material stuck near the biopsy channel mouthpiece (ks-mouthpiece). Due to this channel cleaning of forceps passage failed and suction function also failed other observations for the device are: distal end cover (c-cover) has a snag; distal end rubber coating (a-rubber) adhesive has a visible thread; bending tube is deformed; connecting tube, grip unit, control unit scope cover, switch box unit, and universal cord are scratched; suction cylinder nut has paint peeling off; connector plug unit is cracked; scope connector cover is damaged; and control unit wire stopper angulation is less than specified value; up/down knobs has 45° play and right/left knob has 40° play. The user¿s complaint of aspiration problems was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.